Event description:
It was reported that during testing conducted at the manufacturer facility the device was running while it was in safe mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing conducted at the manufacturer facility, the device was running while it was in safe mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported unintended activation was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, a cracked trigger housing was identified, which can be caused by a material integrity issue or impact. A cracked trigger housing can lead to the reported event. Since the device is a loaner unit, it will not be returned to the user facility. The device was repaired and returned to the manufacturer loaner pool.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.